Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the cannula. It occurred with three sets. No further information available.